Event description:
It was reported that multiple auto mode switch episodes were observed. Upon review of the episodes, oversensing was observed on the atrial channel. No patient symptoms were reported. Programming changes were made. Patient is in stable condition.